Event description:
It was reported that the basket on the ptd separated from the cable during a procedure in a loop graft. The procedure lasted 15 mins. The basket was removed via a surgical procedure. There were no add'l complications.